Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient has ineffective stimulation. The lead has migrated out of the epidural space. Surgical intervention may be taken at a later date.